Event description:
It was reported that the patient experienced extracardiac stimulation. It was noted the patient experienced persistent diaphragmatic contractions despite the last adjustment of the left ventricular (lv) lead pacing configuration between the distal electrode and the right ventricular coil. Reprogramming was done and the lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.